Event description:
A distributor reported that its touchscreen was cracked or shattered, rendering the screen unreadable and unresponsive. There was no information provided regarding the customer's blood glucose level. The customer reverted to an alternate method in insulin therapy.